Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt of the posterior tibial artery. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However upon the initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 10.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched along the main body of the balloon, from the proximal transition zone to the distal transition zone. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt of the posterior tibial artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However upon the initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 10.0 x 40, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.